Manufacturer narrative:
Upon retrospective review, this issue was determined to be an MDR.

Event description:
Merge pacs (picture archiving communication system) is designed and marketed for soft copy reading, communication and storage of studies produced by digital modalities, including digital mammography. Customer reported that priors are not getting sent to a 6.5.9 system via telmed. They use an after hours reading service and are calling this a patient care issue. There is no indication that the studies failed. Research narrowed the issue to sending only lossy images which have been qc'd and only sending to an older version of pacs. Development has determined there is a defect in pacs and will be fixing it in 6.6.3. In the meantime, a workaround was provided to the site to only send lossless and not allow lossy, so that there is a valid failure when lossless isn't present, to retrieve from archive and resend. (B)(4).